Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 8atm within 1 minute. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.